Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited inappropriate mode switch episodes caused by competitive atrial pacing. Programming changes were made, and device remains implanted.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.